Manufacturer narrative:
Insulin pump received with no up and down button response due to corroded keypad traces. No button error alarm noted during testing. No ramping numbers on their own or scrolling bar moving anomaly noted. Insulin pump unable to verify for battery failure or back light anomaly due to no up and down button response. Insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads, cracked pump belt clip slot and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that the patient has a button error on their insulin pump. Patient's blood glucose level is at 318mg/dl. Trouble shooting is conducted and found water damage. Patient is advised to cease use of pump and resort to back up. Device is being returned. No further information available.